Event description:
There were 3 stents implanted during the index procedure, one driver rapid exchange (rx) bare metal stent and one endeavor resolute rx drug eluting stent in the lad and one endeavor resolute rx drug eluting stent in the rca. It is reported that the pt suffered sub acute thrombosis in stent approx 4 days post index procedure. There was a pci revascularization carried out and the pt recovered with treatment. In the opinion of the investigator, the event was related to the study device, but not related to the study device, but not related to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (thrombosis & revascularization).